Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that screen display was blank, even after battery change. Customer was not able to change battery again, due to not being able to remove battery cap. Customer's blood glucose was 222 mg/dl. Customer attempted to remove battery cap with a quarter and was unable to. Customer did not have a flat-head screwdriver. Customer would attempt to get a screwdriver to remove battery cap. Troubleshooting could not be performed.